Event description:
The customer reported that while the unit was in use on a patient, the unit generated an alarm and unit shutdown. The patient was switched to another unit and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative observed that the unit shutdown after five minutes. Diagnostic error codes 53 (front end fault) and error code 54 (prolonged inflation fail-safe) were listed in error log. The company representative replaced the front end board, assembly keypad controller, main keypad assembly and the overlay keypad. The unit was tested to factory specification. It functioned normally and was returned to the customer.